Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 6. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, abscess and fistula. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19pandemic in accordance with FDA guidance "postmarketing adverse eventreporting for medical products and dietary supplements during apandemic" published may 2020.